Event description:
It was reported that the patient had been hospitalized (B)(6) hospital with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 406 mg/dl while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (unspecified), the pod's cannula was found bent and partially broken off from the pod. Symptoms reported include dry mouth. There was no report of the patient's treatment done by the healthcare provider (hcp) but a new pod was applied. The patient was reportedly still in the hospital. The pod has been discarded. Additional information is being solicited, a supplemental report will be submitted if received. Additional information received 15-feb-2026 - the patient was treated with insulin therapy by the hcp and their discharge date was on (B)(6) 2026.

Manufacturer narrative:
On february 15th, 2026, submitting supplemental upon receiving additional information, updating b5 - describe event or problem.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized st vinzenz hospital with hyperglycemia on february 3rd, 2026. The patient's blood glucose levels reached 406 mg/dl while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (unspecified), the pod's cannula was found bent and partially broken off from the pod. Symptoms reported include dry mouth. There was no report of the patient's treatment done by the healthcare provider (hcp) but a new pod was applied. The patient was reportedly still in the hospital. The pod has been discarded. Additional information is being solicited, a supplemental report will be submitted if received.